Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Additional code - hrs. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022 during an open reduction internal fixation surgery with the plate and the locking screw no torque was applied when trying to insert the locking screw into the most distal hole of the plate. Since the angle of the locking screw was not large, it was considered that the lock failure was caused by the locking screw, but it did not lock even with another locking screw. The thread mechanism of the plate hole might have been broken. The surgery was completed successfully without any surgical delay. This report is for one (1) va-lcp dhp 2.7/3.5 dorso-lat w/supp-lat. This is report 2 of 2 for complaint (B)(4).